Event description:
Customer reported device base is damaged from electrical short. No other information was provided on the device damage. No treatment. A request was made for return product and replacement product was sent.